Event description:
Customer states the active system produced a result in mg/dl instead of mmol/l. No actions taken based on device result. No adverse event reported. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.